Event description:
Multiple staff are reporting that the needle is retracting when removing the cap. Staff relate that they are not inadvertently squeezing the button when removing the cap. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None reported. Can you please provide an exact date of event in format dd-mmm-yyyy? 3/17/2026.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.